Manufacturer narrative:
Citation: maluenda g et al. Transfemoral implantation of corevalve evolut-r aortic prosthesis in patient with prior ball-cage mechanical mitral valve prosthesis. Cardiovascular revascularization medicine 17 (2016) 287¿289. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) year-old female patient with a previously implanted ball-cage-type mechanical mitral valve who underwent implant of a medtronic 29-mm corevalve evolut-r aortic bioprosthetic valve (serial number not provided). Slow deployment of the corevalve was successfully performed while carefully watching for potential interaction with the mitral valve prosthesis cage. As assessed by transesophageal echocardiogram and fluoroscopy, no deformation or distortion of the corevalve nitinol frame occurred nor malfunction of the mechanical valve in mitral position occurred. Post-implant tee and angiography showed only mild aortic regurgitation. Three days post-procedural, a permanent pacemaker was implanted to treat atrial fibrillation and prolonged pauses. Five days following the index procedure the patient was discharged. At two months follow-up, transthoracic echocardiogram confirmed normal function of the aortic prosthesis with minimal paravalvular regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.